Event description:
Following a fall, the patient experienced a loss of stimulation sensation and therapeutic effect. The implantable neurostimulator site was bruised. The patient was seen by the field representative, approximately 2 weeks later, who reported that the patient was still getting stimulation. Impedances were within normal limits. An invalid impedance reading was seen on bipolar pair 0-1. The device was reprogrammed. The patient recovered stimulation. The hcp reported the patient outcome as 'no injury'.